Event description:
Customer reported all the lights came on and collimator closed down during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply and power cable. System operates as intended.